Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material clogged in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. ¿ the instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the nozzle had a foreign object due to insufficient cleaning. Due to damage on the up/down (u/d) knob, water tightness was lost. Due to a crack on the grip, water tightness was lost. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. The connecting tube had a scratch. The connecting tube had a dent. The adhesives around the light guide (lg) lens had a white-clouded area. The adhesive around the light guided (lg) lens was peeled. Adhesives around objective lens has white-clouded area. The connecting tube has wrinkles. The adhesive around the objective lens was peeled. The grip had a scratch. The adhesive on the bending section cover (a-rubber) had a white-clouded area. The adhesive on the a-rubber had a crack. The adhesive on the a-rubber had a chip. A-rubber had a scratch. Due to wear of the angle wire, the play of the u/d knob was out of the standard value. The image guide (ig) protector was damaged. Due to a cut on the heat shrinking tube of lock engagement lever (fe lever), the expected insulation capacity could not be obtained. The control unit has discoloration. The universal cord had a scratch. The universal cord had wrinkles. The switch button 1 (sw1) had a scratch. The image guide (ig) protector was damaged. The grip had a scratch. The connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope experienced an air leak from the handle grip. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a foreign matter object clogging the nozzle this medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.